Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No button error alarm noted. However, the insulin pump had an intermittent button response on the act button. Unable to determine the root cause of the intermittent button response due to product preservation. The insulin pump had minor scratches on display window and cracked reservoir tube lip. The insulin pump did not have a battery installed when received. Data analysis: the download history file lists data from 04/11/2015 to 10/21/2015; there was no data for october 2012.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was watching tv and received a button error alarm after trying to clear a missed bolus. Customer stated that she was sitting in bed and the pump showed a missed bolus. Customer was in the process of clearing it out and then received a button error alarm. Customer was advised that the older pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.